Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 363 mg/dl at the time of incident and current blood glucose level was 503 mg/dl. Customer other relevant blood glucose level was over 500 mg/dl. Customer ketone test was positive. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with insulin pump and manual injection. Customer not alleging that he insulin pump was under delivering. It was also stated that the high pressure test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.